Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. The returned device passed all testing in the laboratory and no anomalies were identified. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter, ubd: 14-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient receiving 1 mg/ml of morphine at 0.5 mg/day via an implantable pump. The indication for use was not provided. It was reported the patient said the pump has not provided pain relief since 2015. It was indicated the patient could not find a managing doctor for the past four years until recently. A dye study was planned but the doctor was unable to aspirate. There were no reported environmental/external/patient factors that may have led or contributed to the issue. The entire system was replaced on (B)(6) 2019. It was indicated the pump and catheter would be returned to the manufacturer for analysis. It was reported the issue had been resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated. The patient's medical history included chronic lumbago.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent once analysis is complete. Per the device interrogation, the pump was programmed to deliver 20.0 mg/ml of dilaudid and bupivacaine at 0.121 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The pump and catheter were returned to the manufacturer.